Event description:
It was reported that the lead impedance was out of range and there may have been a fracture. It was further reported that the patient was directed to go to the emergency department (ed), the lead exhibited noise and oversensing, and the patient experienced ventricular fibrillation episodes. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance was out of range and there may have been a fracture. It was further reported that the patient was directed to go to the emergency department (ed), the lead exhibited noise and oversensing, and the patient experienced ventricular fibrillation episodes. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.